Event description:
It was reported a patient experienced peritoneal cloudy effluent and was suspected to have peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for the event was not reported. The cause of the cloudy effluent and suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).